Event description:
It was reported that the pump battery intermittently could not be charged. Customer¿s blood glucose level ranged from 70-270 mg/dl. The customer continued to use the pump for insulin therapy.